Event description:
It was reported by service report that the footboard was broken down the left side of the scale and sharp edges were present where fluid could ingress. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: footboard.